Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock while the patient was shaving due to noise oversensing. The patient was brought to the clinic where provocative maneuvers were able to reproduce the noise. The s-ICD system vector configuration was reprogrammed from alternate to primary and the patient will continue to be monitored. This implantable electrode remains in service and no additional adverse patient effects were reported.